Event description:
Customer reported to beckman coulter, inc. (Bec) that the chemistries ran on the cartridge chemistries (cc) side of the unicel dxc 800 synchron system (dxc 800) all have dl (out of instrument range low) code. Customer reported that the dxc 800 generated low results for three patient samples. Customer reported that the low results were reported out of the laboratory. Customer reported that the results were corrected. Customer reported that no patient treatment was affected. Bec customer technical specialist (cts) instructed the customer to flush the cc sample probe. Customer reported that the dxc 800 gave cc obstruction detection transducer failure error after flushing the probe. Cts instructed the customer to flush the cc sample probe again and also check the cc sample syringe. Customer indicated that the cc sample syringe was loose and that there was a small amount of fluid near the sample syringe. Customer indicated they tightened the syringe. There was no report of any adverse event or injury requiring medical intervention or patient treatment.